Event description:
It was reported that the electrocardiogram markers on the patient's presenting electrogram are misaligned. This is likely due to a loss of telemetry. Technical services advised to have the patient send another latitude transmission to see if it is resolved. There is no impact on therapy. The device remains implanted. There were no adverse patient effects.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's misaligned markers were caused by a loss of telemetry. Please see the description for more information regarding the specific circumstances of this event.